Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted concurrently with bso. It was reported that patient underwent laparoscopic repair of enterocele, uterosacral ligament colpopexy, posterior repair, and cystoscopy on (B)(6) 2003 due to posterior vaginal wall prolapse, enterocele, previous hysterectomy and previous bso. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced enterocele, vaginal wall prolapse, adhesions, frequency, urgency, and recurrent urinary tract infection.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due it was reported that patient underwent excision of sutures and granulation tissue on (B)(6) 2007 because of granulation tissue and ethibond permanent sutures protruding into the vagina. No additional information provided.